Event description:
The customer reported recurring partial aspiration on patient samples processed on a coulter lh 500 hematology analyzer. The customer also reported red blood cell (rbc) and platelet (plt) background failures during instrument start up. There were no erroneous patient results reported out of the laboratory and there was no impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced tubing on the aspiration pump module, which resolved the rbc and plt background failures. After further system checks, the fse discovered pinched tubing at pv22 that attributed to aspiration errors and replaced pv22 to resolve the issue. The fse later discovered that the sample would not stop past the rear blood detector during aspiration and replaced the rear blood detector. Service activity performed was verified to meet the specified requirements per established procedures. (B)(4).